Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys cea assay (cea) on a roche diagnostics elecsys e170 modular analytics immunoassay analyzer (e170). The sample initially resulted as 0.248 ng/ml and this value was reported outside of the laboratory to the patient. The sample was repeated on (B)(6) 2018, resulting as 33.62 ng/ml. The repeat result was considered to be correct. No adverse events were alleged to have occurred with the patient. The cea reagent lot number was 218910. The reagent expiration date was asked for, but not provided. Calibration signals were within expected ranges. No issues were seen with controls tested on the date of the event. The investigation was unable to find a definitive root cause. There was no indication of a general issue with the reagent or analyzer.